Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the suspect analog board was returned. The customer's report was not observed during our evaluation of the board. The analog board passed all board level testing. The board was scrapped as a precaution. The customer was sent a replacement analog board to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.